Manufacturer narrative:
A patient's scs system was explanted on an unknown date due to an infection at the lead site was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Section b3: event date is estimated. Section d6b: date of explant is unknown.

Event description:
Related manufacturer report number:1627487-2023-04297, related manufacturer report number:1627487-2023-04296, related manufacturer report number:3006705815-2023-05681 it was reported that the patient's scs system was explanted on an unknown date due to an infection at the lead site.